Event description:
It was reported by repair work order that the footend was elevated and inoperable due to a damaged power coil cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the footend was elevated and inoperable due to a malfunctioned cpu. It was also found that the power coil cable was damaged with exposed wires. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted as investigation concluded the root cause for the footend lift being stuck elevated was a malfunctioned cpu board. It was further found that the power coil cable had been damaged by the footend cover, resulting in exposed wires.